Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in impedance measurements of up to greater than 2000 ohms, and decreased r wave amplitude measurements. There was no noise observed, and patient isometrics also did not elicit any noise. It was noted that the patient was not rv pacemaker dependent. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.